Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the device had been explanted wednesday and stated it was explanted because the effectiveness had declined, so they were getting another device. The patient brought the equipment to the hospital, but the rep didn't take it. There were no further complications reported.